Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that this lead was not dislodged but the poor conductivity caused the high threshold. This lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.